Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The physician will more frequently monitor this patient and a device replacement procedure will be scheduled as appropriate. When additional information is received regarding this device, an updated report will be provided.this pacemaker remains in-service at this time. No adverse patient effects were reported.